Manufacturer narrative:
H6 - type of investigation: 4110 - lens work order search: no similar complaint type events reported for units within the same lot. Claim # (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vticm5_12.6; -6.00/+0.5/161 (sphere/cylinder/axis) implantable collamer lens into the patient's right eye (od) on (B)(6) 2023. The patient experienced refractive surprise. Lens remains implanted. The cause of the event was reported as unknown.

Manufacturer narrative:
H3 - device evaluation: lens was returned in a micro-centrifuge vial and dry. Visual inspection found no visible damage to the lens with fiber on the lens. Dimensional and functional inspection found the lens within specifications. Claim#: (B)(4).

Manufacturer narrative:
Additional information: b5 - it was later reported that on 17-jul-2024 the lens was exchanged with a same length but different power lens and this resovled the problem. Claim#: (B)(4).